Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6), 2008. Subsequently, patient was revised on (B)(6), 2011 due to patient allegations of pain, device loosening, and elevated metal ion levels. Additional information received in patient medical records indicates that hip revision procedure performed on (B)(6), 2011 noted yellowish clear fluid with sediment and osteolysis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01575/-01576).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2011 due to patient allegations of pain, device loosening, and elevated metal ion levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.